Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she went swimming with it. The customer stated she was able to clear the button error alarm, but the device has moisture under the display. She did not find any cracks on the device. Blood glucose value was 220 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.